Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "air in line". It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.